Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid 15 mg for a total dose of 3.31372 mg/day and bupivacaine 10 mg for a total dose of 2.20914 mg/day via an implantable pump for non-malignant pain and complex regional pain syndrome type ii. It was reported on (B)(6) 2019, examination revealed delayed wound healing after pump replacement. It was noted there was an infection at the pump pocket site after replacement. It was unknown what factors may have led to or contributed to the issue. The pump was replaced on (B)(6) 2019. No action was taken and surgical intervention did not occur. It was unknown if surgical intervention was planned. The outcome of the event was noted as ongoing/not resolved at time of report. The clinical diagnosis was delayed wound healing after pump replacement. The patient's status at time of report was unknown. The patient's medical history was asked and will not be made available. The patient's baseline weight was 291 pounds. The etiology of the event indicated the relationship of the event to the device or therapy was unlikely related and indicated the relationship of the event to the implant procedure was possibly related (surgery/anesthesia). The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study updated the outcome of the event to resolved without sequelae on (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome of the event resolved with sequelae on (B)(6) 2019. The sequelae was noted as old pump was explanted and new pump replaced in new pocket. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) indicated that the healthcare professional had possession of the pump. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) indicated the infection was first noticed on (B)(6) 2019-jun-18. Actions/interventions included antibiotics, wet to dry dressing change twice a day, replacement and pump pocket relocation was completed on 2019-jul-08. It was noted that the pump would be returned for analysis. The issue was noted to be resolved. It was noted the incision had dehiscence. No further complications were reported/anticipated.

Manufacturer narrative:
The pump was returned, and analysis found no anomaly. The catheter was returned, and analysis found no significant anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the entire system was explanted/replaced on (B)(6) 2019. The entire system was returned. No further complications were reported/anticipated.